Event description:
Mechanical lift malfunction. The lift flipped unexpectedly. Fortunately, the resident landed in his chair and there were no injuries. Lift is rated to 450 lbs and patient weighs (B)(6) lbs. Lift was immediately locked out and tagged out. FDA safety report ID # (B)(4).